Manufacturer narrative:
(B)(4).

Event description:
Procedure: esophagus. According to the rptr: the "surgidac" endostitch suture needle did not connect with endostitch suturing device and was retained in the para-esophageal tissue. The surgeon was unable to retrieve it out of the tissue due to the small size of the needle. Add'l info has been requested from the site. See also medwatch # (B)(4).